Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet received. Any results of evaluation will be provided in a follow up e MDR. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (1 1/2 inches from the base of the white twist sleeve when closed). Exact root cause cannot be confirmed for the cut/slice/hole in the tubing, however, some potential root causes are the following: patient folding the tube in the same location multiple times. Patient may incidentally cause tubing damage by contacting sharp objects (zipper, buckle, or a bed fence). Mechanical assist tools such as a hemostat creates cuts in the tubing when clamped. Patient's method of placing the sets into the uv germicidal exchange device (uv clean flash ) incorrectly. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's global technical service center to report a leak in the tubing. There was no patient injury or medical intervention. The actual sample is available for evaluation.